Manufacturer narrative:
The insulin pump had a ghosting display when buttons were pressed due to a faulty display board. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported her daughter's insulin pump is malfunctioning. She said the buttons are slow to respond and the text appears blurry. Customer's blood glucose is 177 mg/dl. Mother stated the issue is getting worse. She uses energizer batteries. The batteries were replaced but the issue persists. The device was not dropped or bumped. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.